Event description:
Patient's meter had a battery or battery contact issue. Medical affairs specialist spoke with patient and they explained that the meter started having the issue a few days prior to calling lfs. They explained that the meter would power on, however, it would not go past the display symbols screen that normally appears when the meter is first turned on. The meter would never advance to the calibration code screen or the insert strips message screen. In 2002 patient woke up and tried to test their blood glucose level. They reported feeling "low". They decided to have a piece of candy and skipped breakfast because they did not have time to eat. They were unable to obtain a reading based on the issue reported. They then took their regular amount of amaryl diabetes medication and walked outside to get their mail. On the way back into the house they passed out and fell over on their face. The paramedics were called to the house and they were rushed to the hospital. The paramedics did not test or treat their blood glucose level. Patient was admitted to the hospital. They reported having normal blood glucose levels in the hospital, such as "80 mg/dl" (unknown date or time). They could not recall any blood glucose readings when they first arrived at the ER. They were treated with diabetes medication tablets. The customer service representative instructed the patient to change the batteries, however, the issue still persisted. Patient reported not having tested their blood glucose level for several days. The customer service representative replaced their meter due to the unresolved issue.